Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) was getting a check supply line alarm during refilling the heater in dwell 5 of 5. The hp stated the blue clamp bag had dropped and came undone. The technical service representative (tsr) asked the hp to press stop then assisted the hp to end therapy. The hp would finish with manual supplies later. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated the bag fell off the table it was placed on. The hp did not know why the bag fell. The hp stated he did not notice any visible damage or abnormalities with the bag or cassette that was in use. The hp stated he discarded the sample and did not know the lot number. The hp drained with manual supplies and was able resume therapy successfully with new supplies the following day. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation; therefore, the complaint was not confirmed in the lab. The lot number is unknown therefore a batch review was not performed. From the data within the complaint information, the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).